Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect."), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizzy"), tiredness ("tired") and loss of libido ("no sesire for sex"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, fatigue, alopecia, nausea, dizziness, tiredness and loss of libido outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, device dislocation, dizziness, dysmenorrhoea, fatigue, loss of libido, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and tiredness to be related to essure. The reporter commented: patient received treatment for pelvic pain, migration, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: nausea, tired ,dizzy, no desire for sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect."), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizzy"), tiredness ("tired") and loss of libido ("no sesire for sex"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, fatigue, alopecia, nausea, dizziness, tiredness and loss of libido outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, device dislocation, dizziness, dysmenorrhoea, fatigue, loss of libido, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and tiredness to be related to essure. The reporter commented: patient received treatment for pelvic pain, migration, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: :nausea, tired ,dizzy, no desire for sex . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added.event:nausea, tired ,dizzy, no desire for sex were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect."), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, fatigue and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, migration, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) unknown. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Date of explant added. This case upgraded from other event to incident. Event injury was updated to pelvic pain. New events were added: migration, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel allergy, psych injury, vag. Infect., fatigue and hair loss. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.